Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. Reportedly "iop was raised". In a separate surgery the lens was explanted. Reportedly, "the patient is not willing for further procedure as per information provided by the surgeon". H6- health effect- clinical code: '1937' should be added. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was explanted. It was noted that the surgeon, "will replace with smaller lens size once the eye is quiet." If additional information is received a supplemental medwatch report will be submitted.